Manufacturer narrative:
Reported event: current failure. According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there was no electrical current running through the snare. The active cord was securely attached to the device. The procedure was completed using a different device. No damage was noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.